Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to fracture resulting in high out of range impedance. A new lead was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).